Manufacturer narrative:
An intuitive surgical, inc. (Isi) failure analysis engineer (fae) performed additional evaluation of the harmonic insert. The initial failure analysis (fa) findings were confirmed. The clamp arm was found to have significant thermal as well as mechanical damage. Considerable charring of the clamp arm tip was also observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic insert was found to be missing the teflon pad of the clamp arm. The teflon pad is approximately 0.101" x 0.461" in size and was not returned with the insert. Additional observations not reported by the site found the harmonic insert to have a broken clamp arm. A piece approximately 0.033" x 0.023" in size was missing. In addition, the harmonic insert was found to have thermal damage to the clamp arm and to have mechanical indentation damage to the blade. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the instrument appears to have the teflon pad detached from the instrument as stated in the complaint notes.

Event description:
It was reported that during a da vinci-assisted cardiac surgical procedure, the harmonic ace instrument's teflon pad fell off into the patient two minutes after the operation. The fragment was retrieved during the same procedure. The customer used a spare instrument to continue with the procedure. Intuitive surgical, inc (isi) followed up with the site nurse and obtained the following additional information regarding the reported event: the instrument was inspected before use with nothing found out of the ordinary. The issue happened as dissection was being performed. The surgeon believes what caused the issue was a quality problem. The issue with the instrument occurred about 10 minutes after the procedure started. The surgeon did not notice functionality issues during the surgical procedure. The instrument did not collide with any other instruments or hard material. No fragments fell inside the patient from an instrument collision. The instrument was not removed before brakeage and the wrist was straightened. The staff did not feel resistance upon the removal of the instrument through the cannula. There was no damage noted to the cannula. All fragments were confirmed to be retrieved through surgical video. No additional surgical procedures were done to remove the fragment. No tests like x-rays were performed as a consequence of the problem. The procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.